Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the manufacturer's field service engineer (fse) on the v60 indicating while servicing the device, it was discovered that it has no cooling ventilation. It has been determined to replace the cooling fan. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The device was received for evaluation and repair. The service engineer replaced the cooling fan, after which the device was reset to factory settings and subjected to all required testing and verification procedures. The unit successfully met all acceptance criteria and was returned to service. Based on the investigation, no further action is necessary at this time. Should additional information arise, the complaint file will be reopened.

Manufacturer narrative:
A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.